Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Two devices returned. One device was in its original packaging. Device was function tested and functioned properly. On the second device only the trocars and the handpiece returned. There is no visual nonconformance on these devices. The typical cause of this type of event is not allowing the trailing suture to remain free and unobstructed during implant insertion or the user not following the deployment sequence as stated in the surgical technique guides. Device history record revealed nothing relevant to this event. This is the second complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a repair of a meniscal tear, surgeon had problems deploying the implants after 3 attempts. Surgeon abandoned the arthrex devices and opted for an inside out technique with needles and suture to complete the case by making a second small incision to secure the meniscus.